Manufacturer narrative:
A product investigation is not possible. This product was not returned to (B)(4).

Event description:
During a laparoscopic cholecystectomy procedure, the tip of the renew lapclinch grasper bent when closing on the fundus. The procedure and anesthesia time was extended by 25 min. There was no harm to the patient.

Manufacturer narrative:
Three devices were returned, decontaminated and investigated. Investigation findings revealed the customer complaint was confirmed. During visual inspection, it was noticed that the jaws of two of the returned devices were misaligned when fully closed. One device was returned with the jaws completely broken. Two tips were then attached to working hand-piece functionality testing. The tip worked as intended although the jaws were slightly miss angled. The jaws of the device may have been compromised because of natural wear and tear. Excessive force may also be a factor, if the force applied on the grasper exceeds 9.9lbs the tip will break. For final inspection requirements, all devices are 100% inspected for damages and imperfections. It is not likely that the device left microline inc in this condition. This complaint is confirmed.